Event description:
The customer reported erroneous low wbc (white blood cell), hemoglobin (hgb) and hematocrit (hct) test results were generated for two patient samples when using the coulter® hmx hematology analyzer with autoloader on (B)(6) 2014. The erroneous test results were not reported out of the laboratory. There was no change in patient treatment. There was no death or injury associated with this event.

Manufacturer narrative:
The customer stated the event occured on the first sample cycled after the instrument was brought up following standby mode. On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and confirmed air bubbles in both the wbc (white blood cell) and rbc (red blood cell) diluent dispensers and poor bsv (blood sampling valve) rotation. The fse replaced the bsv, bsv actuator, and both the rbc and wbc diluent dispensers resolving the issue. This MDR is related to another MDR for the similar event, different date, on the same analyzer: MDR 1061932-2014-01045.